Event description:
It was reported that the patient never had therapeutic effect. The patient was having trouble tolerating any food, having a lot of nausea. The reporter mentioned feeding tube while looking at the patient's chart. It was confirmed: no relief since implant. The reporter noted the device 'needs repair' but meant that it needed to be evaluated since patient was having symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).